Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to the customer's error. The event can be prevented by following the instructions for use (IFU) which state: "[for safe use] do not pour or spill water or other liquids on this device. If water or other liquid should get inside the device, stop using it immediately and contact olympus." Olympus will continue to monitor field performance for this device.

Event description:
The intended diagnostic procedure (upper gastrointestinal tract endoscopy) was completed with another device, without any delay.

Manufacturer narrative:
The device was not returned to olympus for evaluation. As stated in b5 there was a report of ignition due to user error. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center caught on fire due to a medical staff member who accidentally splashed water onto the device during a patient changeover. Reportedly, the power was shut and left unattended and there was no patient harm. This medical device report (MDR) is being submitted to capture the reported event since serious harm may result should this type of event reoccur.